Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the defect reported by the customer has been verified and repaired. The complaint is confirmed. On inspecting the device, further deficiencies were found to be impairing device function. The measures used for repairing the defects are listed as per the service report. Motor not turning smoothly - motor replaced. Short circuit in the motor cable - motor cable replaced. Contacts of the keypad corroded: hand control set replaced. Resistance value out of specs: hand control set replaced. "Micro": preventive replacement of o-rings performed. Unit cleaned. Functional test performed. Hipot test completed. Electrical safety test completed. Functional test completed. Safety test checklist enclosed. As per the input check report,the values of the keypad are out of range. Hence,out of tolerance and corrosion are the root cause for the reported failure. A manufacturing record evaluation was performed for the finished device serial number, and no non-conformances were identified. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate that the micro tornado handpiece with hand controls needs service. The device does not turn as the motor is jammed and the buttons do no work. The issue was found post-operatively. There was patient involvement but no impact on the patient. The outcome of the event was the procedure has been completed with no surgical delay. A replacement device was used to complete the procedure.